Event description:
It was reported that "it was unable to pace during use. The catheter was replaced and the problem was solved. The customer commented that the problem might have been related to the external pace maker or the catheter position inside the right ventricle (rv)." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no open, intermittent or short or conditions observed. The catheter tip was found to be slightly bent but the catheter tip and body were still aligned. The bent catheter body was measured to be within specification, at approximately 7 degrees. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the balloon, windings, or returned syringe was observed. Resistance was measured using a digital multimeter. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty could not be confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.